Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized due to cloudy effluent and another indication. On the same day as hospitalization, the patient was started on meropenem (1gm, once a day, intraperitoneal, ongoing) for peritonitis. One day after event onset, the patient was recovered from peritonitis. The patient was discharged from the hospital within two (2) days. Pd therapy was ongoing. No additional information was available at the time of this report.